Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive hv therapy when the device diagnosed vt as a supraventricular tachycardia. Programming changes will be discussed. The asymptomatic patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported inappropriate therapy delivery was confirmed in the laboratory and was determined normal based on programmed settings. The device was tested on the bench and no anomaly was found.

Event description:
Additional information received indicated that the device was explanted and returned. The explant date is unknown.